Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is currently unavailable. The expiration date is currently unavailable. Associated medwatch: [mr#1221934-2018-50115] [mr#1221934-2018-50116][mr# 1221934-2018-50117]

Event description:
It was reported that the omnispan devices did not fire affiliate provided the following information (B)(6) 2018: the additional device received is a complaint device. This gun is also faulty. The failure was gun did not fire. Lot numbers are unknown for the additional device. The issue was detected when brought int patient, during surgery. The additional device was involved in the same case as the other three devices there was a resulting surgical delay of 5-10 minutes. The procedure was able to be completed. The instrument has been in use since launch on german market. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visually there appears to be no anomalies on the omnispan applier, however one implant was present on the needle slot tightly bunched together with the silicone sleeve. When tested for functionality, with attempts to release the implant, the main push rod and the red trigger pusher rod wouldn¿t budge and appears to be jammed thus, confirming this complaint. There is no indication on what happened to the first implant, which was not present on the needle slot. No sutures were present. Possible root cause for the bunched silicone sleeve could be from the user over penetrating the needle in the back of the meniscus resulting in the silicon sleeve to bundle up creating a shift in the implants position which would lead to misalignment of the pusher rod during contact. Since the first implant was not present with the returned device the implant could¿ve eventually released undesirably and the user could¿ve removed the implant from the needle. This failure could be attributed to user technique. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) incomplete. The lot number is currently unavailable. The expiration date is currently unavailable. Associated medwatch: [mr#1221934-2018-50115], [mr#1221934-2018-50116], [mr# 1221934-2018-50117].